Event description:
A customer contacted baxter's technical service ctr regarding feeling too full during dwell 4 of 6 of therapy on a homechoice device. The baxter technical service representative (tsr) assisted the home pt to perform a manual drain. The home pt drained 4004ml following a fill volume of 1900ml. This meets the criteria for increased intraperitoneal volume (iipv). The device will be returned for evaluation. No pt injury or medical intervention was reported.